Manufacturer narrative:
Device evaluated by MFR: promus premier ous mr 38 x 3.50 stent delivery system was returned for analysis. A visual examination of the stent found stent damage with the stent strut lifted and pushed back distally at the proximal end of the stent. The stent showed no signs of movement and was set between the proximal and distal markerbands. The stent outer diameter was measured and the result was within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of distal tip damage. A visual and tactile examination of the hypotube shaft identified multiple hypotube kinks. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during analysis.

Event description:
It was reported that stent damage occurred. The 85% stenosed, 38x3.50mm target lesion was located in the close end of left anterior descending artery. A 38 x 3.50 promus premier drug-eluting stent was selected for use. However, during preparation, the surface of the stent strut was lifted up. The procedure was completed with a different device. There were no patient complications reported and the patient status was stable.

Manufacturer narrative:
This device was not returned to the complaint investigation site (cis) for analysis. A photo of the device was however received attached to the complaint record. The photo shows damage to the proximal stent strut row with struts lifted and pulled distally. H3 other text : photo.

Event description:
It was reported that stent damage occurred. The 85% stenosed, 38x3.50mm target lesion was located in the close end of left anterior descending artery. A 38 x 3.50 promus premier drug-eluting stent was selected for use. However, during preparation, the surface of the stent strut was lifted up. The procedure was completed with a different device. There were no patient complications reported and the patient status was stable.

Event description:
It was reported that stent damage occurred. The 85% stenosed, 38x3.50mm target lesion was located in the close end of left anterior descending artery. A 38 x 3.50 promus premier drug-eluting stent was selected for use. However, during preparation, the surface of the stent strut was lifted up. The procedure was completed with a different device. There were no patient complications reported and the patient status was stable.